Event description:
An air medical transport team transporting pt by helicopter. The pt was intubated and placed on ventilator. When loading pt on aircraft the ventilator stopped delivering breaths and the screen of the ventilator was alarming with jumbled numbers and settings. Due to malfunction, pt was bagged with ambu bag for duration of flight with no adverse effects noted.